Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.additional suspect medical device component involved in the event:product family: scs-linear leadsupn: m365sc2352700model: sc-2352-70serial: 5098555batch: 5098555

Event description:
It was reported that the patients leads were out of the epidural space. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded by the medical facility. No device malfunction suspected.